Manufacturer narrative:
The reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications. No further investigation will be performed.

Manufacturer narrative:
(B)(4). Evaluation by the carefusion field service technician is anticipated but has not yet begun.

Event description:
The customer reported that the ventilator was alarming circuit occlusion while in patient use. The patient was removed from the ventilator and placed on another ventilator, no patient harm.